Event description:
During the maintenance phase of ivtm therapy for hypothermia, the customer reported the thermogard xp ivtm system (sn (B)(4) displayed an air trap alarm and the saline bag was found empty. The roller pump was wet and fluid was spreading across the console. The drip pan was also flooded. The start-up kit (suk) (lot #166176) was replaced and therapy was continued using a different console. The exact leak location is unknown but is assumed to be near the roller pump. The dwell time was 4 days. No consequence or impact to the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint will not be returned to a zoll service depot for evaluation because the customer resolved the issue by manually cleaning and drying the console. The console was tested and is functioning as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.